Event description:
During a standard dental treatment the head of the handpiece heated up and caused a burn on the upper and lower right lip. The size is approximately the size of the nickle. The pt was prescribed bacitracin ointment. Please refer to MFR report # 3003637274-2014-00001.